Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h6, h10 the event is confirmed with product received. Upon inspection, the blue sleeve is cracked and damaged. The device will no longer function as intended. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while inspecting instruments before sterilization, the impactor tip was found cracked. No adverse events have been reported as a result of the malfunction and there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.